Manufacturer narrative:
The hill-rom tech found the bed exit sensor malfunctioning. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the sensor to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating that the bed exit was working intermittently. The bed was located at the account in room 3021. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).